Event description:
It was reported by the patient that the previously working remote monitor had no power, and there was an oily substance on the battery compartment once the batteries were removed. The patient was referred to the clinic for a replacement and is returning the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).